Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Sample has not been received.

Event description:
The user facility reported a carrier tube kink with the angio seal device during a procedure. The following information was provided by the user facility: when the device was being inserted, a kink happened in the carrier tube as the artery near the puncture site was tortuous; the angio seal device was not used; the puncture site was proximal to the inguinal ligament of the right common femoral artery; the vessel diameter was 7 mm; hemostasis was successfully achieved by manual compression only; the procedure was completed successfully; the physician had completed the training process on the device prior to this case; and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section of h6. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.